Manufacturer narrative:
The lot was manufactured between november 03, 2023 and november 06, 2023. The actual device and a photograph of the sample were received for evaluation. Visual inspection of actual sample and photo did not identify any abnormalities that could have contributed to the reported condition; no clear particulate foreign matter were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between november 03, 2023 and november 06, 2023. The actual device and a photograph of the sample were received for evaluation. Visual inspection of actual sample and photo did not identify any abnormalities that could have contributed to the reported condition; no clear particulate foreign matter were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a "small clear plastic-like particle" was observed inside an exactamix 500 ml eva tpn bag. This was identified during the visual inspection of the finished product while at the compounding facility. There was no patient involvement. No additional information is available.